Manufacturer narrative:
(B)(4). The ceiling lift was put through a visual and functional inspection by the arjohuntleigh representative that visited the customer site. The device printed circuit board (pcb) was found to have malfunctioned and to have caused the unexpected up movement of the ceiling lift strap. All other device features, including the emergency lowering, were found to be in working order. From these findings, it appears that the device did not meet its specification while it was being used: for patient treatment. The device therefore played a role in the event due to a malfunction although our investigation shows that any risk was present not due to the malfunction but due to the customer/user not following the instructions for use as supplied with the ceiling device: voyager. The voyager is a portable ceiling lift designed for lifting patients in a homecare setting, at a nursing home and in other assisted living centers. To provide an easy and safe installation and usage of ceiling lift devices, it is crucial to follow all safety instructions included in the device instruction for use. In case of electrical or functional failure, the voyager emergency features should be activated to cut all electronics function and provide a safe way of getting the patient down. In this case, the customer did not know the emergency features and instead of activating the emergency stop and using the emergency lowering feature, removed the patient (who was safe situated in the sling) manually. In conclusion the root cause of the complaint was found to be a use error relating to the device's operating as the received information and our evaluation as described above are showing that if the instructions for use had been followed the event could have been avoided. Based on the above it appears most likely the device malfunction by itself did not directly put the patient in the risky situation but it was caused by use error: off-label use. We find this complaint to be reportable to the competent authorities in abundance of caution. (B)(4).

Event description:
Arjohuntleigh received a complaint where it was indicated that during the lifting procedure of a patient with a portable ceiling lift: voyager, an uncommanded "up" motion occurred. According to the information that has been presented by the customer, the ceiling lift went upward by itself and stopped raising only when the highest position of the ceiling lift was reached. The patient's mother with the support of two other persons removed the patient from the lift manually. As the consequence of this event, the patient received some red marks on his back. No hospitalization or medical treatment was needed.